Event description:
It was reported that the patient had a revision and the surgeon removed a 44 liner and replaced it with an mdm.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 44 liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is not available